Event description:
It was reported that a recent patient (no known date) was attending the clinic for a repeat vascular procedure. A leg in which the procedure was to be performed was approached by groin access from the other side (contra-lateral) and on taking an x-ray the physician noted that the celt implant appeared to be in an abnormal orientation. As physician approached the celt with the tip of the angiographic sheath, he noted that the celt implant had moved down to the superficial femoral artery. Physician reported that no further intervention was performed and that the patient was doing ok.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints was not possible as no lot number was provided. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints was not possible as no lot number was provided. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that a recent patient (no known date) was attending the clinic for a repeat vascular procedure. A leg in which the procedure was to be performed was approached by groin access from the other side (contra-lateral) and on taking an x-ray the physician noted that the celt implant appeared to be in an abnormal orientation. As physician approached the celt with the tip of the angiographic sheath, he noted that the celt implant had moved down to the superficial femoral artery. Physician reported that no further intervention was performed and that the patient was doing ok.